Event description:
It was reported a patient underwent a cardiac ablation procedure with an unspecified carto vizigo¿ 8.5f bi-directional guiding sheath and the patient experienced cardiac tamponade resulting in ablation case was abandonment. It was reported the doctor noticed blood pressure had dropped and asked for an ultrasound to check for tamponade. Ultrasound confirmed tamponade and the case was abandoned. No ablation had happened at this point. Octaray, qdot and vizigo catheters were in the left atrium at the time. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4), on 7-jan-2024, it was noticed the concomitant products were inadvertently omitted from the 3500a initial medwatch report. As such, they have now been added.

Manufacturer narrative:
On 1-mar-2024, additional information was received indicating the adverse event occurred after the transeptal phase, after inserting the rest of the catheters into the left atrium. Transseptal puncture was performed with a boston scientific tsx needle. No ablation was performed. The physician¿s opinion on the cause of the adverse event was bwi product malfunction; no additional details were provided. The patient¿s outcome was reported as fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).